Event description:
It was reported that during a breast biopsy procedure, the knife could not advance forward to the end. Then another holster was changed to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 11/25/2008. Evaluation summary: based upon inquiry information received, visual and functional examination, the customer's complaint could not be confirmed. Testing included: replace bushing, replace driver shaft. The database was reviewed and no prior servicing history was found, therefore, no service history review could be done.